Manufacturer narrative:
Device 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
The end user¿s daughter reported that the company's dressing was purchased as a twenty-count market unit box, out of which two dressings were used. She described that the dressing was prescribed for her mother who had a traumatic injury to her leg on the shin from bumping into a cardboard box. Due to that, some skin was lost on her mother's leg. She did not specify right or left leg. The wound was six inches vertically and two inches wide and she did not provide the depth. Furthermore, she stated that she applied the dressing on her mother¿s leg and left it in place for five days and when it was removed, it tore the skin further and caused bleeding. Moreover, she said that they did not have prior instruction on how to use dressing and no adhesive remover was used. She mentioned that her mother had fragile skin and bruises and bleeds easily. In addition to this, she stated that the consumer saw the prescribing physician and he removed the dressing and bleeding occurred again when the physician applied different dressing from the same package. No diagnosis was provided at that moment. However. No photo is available at this time.